Event description:
It was reporting that the device was alarming air in line. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Service history indicated there were no previous device services. The event history log was reviewed and there are no errors related to the customer complaint. The reported problem was not replicated. Visual inspection identified a degraded downstream occlusion (dso) seal, and it was replaced. A performance verification test was performed. The device then passed all tests after the repair.